Event description:
Olympus was informed that during polypectomy for colon using the subject device, since the high frequency output did not stop after the completion of the resection, the facility turned off the electrosurgical unit psd-20 that was used with the subject device. Then the facility turned on again, but the psd-20 did not work. Four days after the procedure, the facility performed the contrast study of the pt's colon and found that the pt had suffered the perforation. The facility treated it with the open surgery.

Manufacturer narrative:
The subject device wasn't returned to olympus. Since the manufacture record of the subject device was unk, the manufacture record that dated back the past one year from the delivery date to the user ((B)(4) 2014 - (B)(4) 2015) was reviewed without apparent irregularity associated with the subject phenomenon. Judging from the above result, there are possibilities that the perforation occurred due to the thermal denaturation of the tissue since the high frequency was output for a long time. This report is being submitted as a medical device report in an abundance of caution.